Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the attachment device and the reported condition that the angle attachment device runs very hot after only a few minutes of use was confirmed. An assessment was performed and it was determined that the device overheated and had vibration. During repair the device was disassembled, and excessive oil was found on the bearing, it was determined that the excessive oiling of the bearings caused the bearing to have vibration and overheated and/or the incorrect lubrication could have been used. The assignable root cause was determined to be traced to improper handling, which is user error.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products: attachment devices, cutter device, lubricant as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI ¿ (B)(4).

Event description:
This is report 3 of 3 for the same event. It was reported from (B)(6) that three angle attachment devices were running very hot after only a few minutes of use. According to the reporter, the oil applicator applies too much oil which leads to friction and abrasion to the cutter devices. It was not reported if the event occurred during a surgical procedure. It was reported that there was no delay to a planned procedure and the surgery was completed successfully. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in april 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.